Event description:
The pt was seen at the implant center for device eval in december 1999. Testing at the center confirmed that the device was no longer functioning. Revision surgery will take place in december 1999 and another clarion will be implanted.